Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached, and some bands were moved, overlapped, and broken, which are consistent with the findings per media inspection. The suture thread was broken, possibly during the device removal. The ligator housing teeth were bent/damaged. The suture hole was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some bands in the ligator head were moved, overlapped, and broken. The ligator housing teeth were also bent/damaged. These suggest that the device could not deploy. These conditions could have been generated due to an excess of tension could have been applied when trying to make the deployment of the bands. This situation moved the bands from their place as if twisting them even causing the rupture of the bands, which clearly indicates inability of the device to deploy the bands. It is possible that the functionality of the device has been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. The returned suture thread was broken, and since there is no information about a rupture of the suture thread, it is possible that the suture was broken during the device removal, so, it was not coded as a problem. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, while trying to place the first band, the band did not deploy, and the bands shifted on the ligator head. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no reported patient complications as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position, and two bands were broken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, while trying to place the first band, the band did not deploy, and the bands shifted on the ligator head. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position, and two bands were broken.